Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened device shows evidence of damage/tear in the header bag. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of the affinity nt cardiotomy venous reservoirs (cvrs), it was reported that while separating the material to be sent to customers, it was observed that the plastic packaging where the material is found was marked and with a small tear. The second unit that was in the box was also broken. Upon inspection of the units that were being separated, all of them were noted to be torn or had holes. It was decided that all of the oxygenators in the facility would be inspected and out of the (B)(4) batches, 4 were affected. Of the (B)(4) oxygenators, approximately 168 units were out of service. There was no patient involvement, so no adverse effect occurred. One of the cradles where the oxygenator was located was slightly damaged, but in a distant place where the packaging was broken, but the cardboard boxes, where the two oxygenator units can be seen, were all intact. The vast majority of these boxes had not been opened, until authorized was given to inspect them. Medtronic received additional information that there were no devices or components missing or wrong in the package. The products were not used.